Event description:
A medtronic rep reported that, during a spinal fusion procedure, the navigation system became unresponsive when the site attempted th 'wake' the system up. The screen was black, and a hard shut-down was performed. After the system re-booted the touchscreen worked, however, the mouse would not respond. The system was shut-down again, using the proper shut-down procedure and normal function was restored. The surgeon completed the procedure with the use of the navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Medtronic rep, following up with the site, reported that the site never powers the navigation system off. The medtronic rep recommended to the site to turn the systems off, or power cycle the system, prior to surgery. No parts have been received by the MFR for analysis.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.